Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and they discussed it was possibly caused by lead calcification since no sudden jumps in measured values were observed. Ts discussed available programming options and therapy delivery. This rv lead remains in service. No adverse patient effects were reported.